Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01009. It was reported the patient's scs trial leads were caught on a table and the leads moved. Consequently, the patient is not receiving effective stimulation therapy. Follow-up information obtained identified the patient's trial leads were removed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.